Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms. Customer's blood glucose (bg) level was 500 mg/dl. A manual injection was administered to address bg. Infusion sets changes were performed resolving the alarms or simply cleared the alarms and resumed insulin delivery.